Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a high pitch squealing noise. Customer's blood glucose was 156 mg/dl. Customer stated that she received the constant tone after changing the battery. Customer was advised to insert a new battery. Customer stated that the constant tone did not disappear. Customer took the battery out overnight and when she put the battery in, the pump still had a high pitched noise. Customer stated that the pump got run over by a car. Customer was advised that the pump will need to be replaced.